Event description:
Related manufacturer reference number:1627487-2022-04431, and 1627487-2022-04432. It was reported the patient lost effective coverage due to the t12 and l1 drg lead had migrated as well as the l2 lead having high impedance. The patient underwent surgical intervention on (B)(6) 2022 where the leads were explanted and replaced restoring therapy.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.